Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected error that shut there insulin pump. The customer¿s blood glucose was unknown at the time of incident. The customer was previously able to clear the alarm and able to rewind the insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test and the displacement test. No unexpected pump error 53 and pump error 4 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm and pump error 4 alarm, fault isolated to the electronic assembly. Device was monitored and no unexpected powering off or blank display noted.